Event description:
A new IV bag was opened and spiked but no IV fluids were removed. Rn noticed approximately 150ml were missing. IV bag set aside and new one hung for patient. Product did not touch patient.